Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure of the foot to deploy was not confirmed as the analysis of the returned device indicated that the posterior cuff successfully captured the posterior needle, indicating the foot was successfully deployed prior to needle deployment. Device analysis did find that the link was pulled from the swage end of the posterior cuff during the needle plunger retraction which subsequently resulted in a failure to retrieve the suture. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of a moderately tortuous mildly calcified femoral artery was attempted using a perclose proglide device. Reportedly an attempt was made to deploy the foot, however the device was unable to be deployed. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.